Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the base handle closed without 6in transitional installed and deformed hole. 6in transitional dong is scarred and needed to be replaced. Shock cushion and 1/4in pin were worn; adjustment wrench was broke. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure. Unit received with the base handle was closed without 6in transitional installed and deformed hole. 6in transitional dong is scarred and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench was broke; general maintenance and cleaning were required.

Event description:
Service and repair of the a2101 mayfield ultra base unit found the handle is not holding position.